Event description:
A balloon developed a leak during a peripheral angioplasty. Another balloon catheter was used to successfully complete the procedure without pt complications. No further details are available. This device was returned, evaluated and retained by this user facility. Microscopic examination revealed a pin-hole leak located in the proximal transition zone 7mm proximal to the proximal ro marker. Chatter marks and scratches were noted on the balloon material. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, chatter marks and scratches on the balloon surgace. Therefore, co does not attribute this event to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."